Manufacturer narrative:
(B)(4). The reported event of a power disconnect alarm was confirmed on the returned devices. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of bat303498's manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed a critical battery alarm triggered by bat303498. This critical battery alarm was caused by one of the cells falling below a voltage threshold. Analysis revealed that the controller passed visual examination and functional testing. However, analysis of the battery revealed that the device passed visual examination but failed functional testing due to a faulty weld between one of the cell pairs. The most likely root cause of the reported event can be attributed to a faulty weld. An internal investigation has been opened by the supplier to evaluate faulty welds and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The devices have been returned; however, it is unknown which of these were involved in the event. These devices will be analyzed and reported as required. Serial #: (B)(4), catalog #: 1650, exp. Date. 09/30/2016, mfg. Date: 09/19/2015.

Event description:
It was reported that on (B)(6) the patient had power disconnect alarms. Both patient and spouse heard no audible alarm associated with the alarm condition. The same thing happened with a specific battery in use.